Manufacturer narrative:
A review of the manufacturing records for the reported lot number revealed no non-conformities or abnormalities related to the reported information. Unable to establish relationship or impact to the reported issue.

Event description:
User facility reported that, the physician was unable to pass cavity integrity assessment (cia) test. The device was removed and a hysteroscope was inserted and perforation, no bleeding was noted. The procedure was stopped and the novasure was not performed. The physician reported that she believed the perforation had nothing to do with the novasure device.